Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02035. The pt (B)(6) alleged he had a new pain area and needed reprogramming. It was reported the pt has three scs systems and two of the ipgs were unable to communicate with the programmer. The pt stated he had not charged nor had he used either ipg since before christmas. The physician plans to take the pt to surgery in the near future to address the issue. No further info is available at this time.

Manufacturer narrative:
Add¿l info: 1627487-12192011-003-r; 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.